Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune to treat pain secondary to degenerative joint disease. Intraoperatively, the surgeon notes the tibial plateau was densely sclerotic and there was sever eburnated bone along the femoral condyle, both consistent with lateral compartment degeneration. The patella was resurfaced, and depuy cement x 3 was utilized. The procedure was completed without complications. The patient received stage one of a 2-stage revision to treat pain and swelling secondary to an infection. The surgeon notes that the symptoms of the infection began 1.5 years after primary surgery. Upon entering the joint, the surgeon evacuated yellow, cloudy periarticular fluid. A complete synovectomy as well as thorough debridement of infected and necrotic tissue was performed. All components were removed. The tibial tray was grossly loose at an unknown interface. The patient received a competitor antibiotic spacer. The procedure was completed without complications. Doi: (B)(6) 2016, dor: (B)(6) 2018, right knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot a previous device history record (DHR) review was conducted for (B)(4). The DHR review revealed one unrelated non-conformances on this lot number. Final micro and sterility tests passed.